Manufacturer narrative:
(B)(4). Batch #: unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the current patient status known?: not that we are aware. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Not that we are aware. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on the ech60r the sticker was pink. There were three that were noticed when the product was being put away after a case. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2022 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned applicator. Visual analysis of the returned sample determined that an individual 1-up carton (c) was returned and one empty 6-up carton were returned. The temperature indicator stickers on carton and the 6-up carton had been triggered and were pink, indicated that the package was subjected to a temperature in excess of 50°. The device was opened and visually inspected was performed for damage to the buttress attachment material (bam) pattern and was found to appear conforming. This would indicate that while the package may have been subjected to elevated temperatures at or above 50°c, the temperature was likely still below the actual melting point of that particular batch. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances related to the reported complaint condition were identified.